Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This procedure was performed in (B)(6). The therapeutic goods administration (tga) received this report from the reporter; (B)(6) hospital. The portex uniperc tracheostomy tube was used in patients with difficult anatomy. It is a cuffed tube with an inner cannula. They have reported events with similar contributing factors, when staff have used the same process to clean the inner cannula with sterile gauze and forceps threading the gauze through the tube to remove secretions. In this procedure the cleaning process has led to the gauze being left inside the inner cannula after cleaning. The staff were unaware of the gauze which led to staff replacing the inner cannula and the gauze occluding the airway. This situation of leaving gauze in the inner cannula had a patient drop their oxygen saturation. When the tracheostomy inner cannula was removed to check, the error was found and the gauze was removed and the patient made a recovery.